Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On the same day, it was reported that the patient inserted a new wearable around 702pm and noticed the bleeding around 915pm. The area was still bleeding at 930pm. The patient called ems and once they arrived, they wrapped the abdomen and applied pressure to prevent further bleeding. The patient was transported to the emergency room (ER). Once at the ER, the patient was still bleeding. The patient¿s abdomen was cleaned, and the patient was given an epinephrine injection, then glue and tape were placed over the sensor insertion site. The patient was discharged at 1057pm. The patient was ¿stable¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.